Manufacturer narrative:
H10. Additional manufacturer narrative: report of pannus was confirmed through image evaluation. Three color photos were provided of explanted valve; two photos of valve inflow aspect and one photo of valve outflow aspect were provided. Valve appeared to have moderate host tissue overgrowth encroaching onto the leaflets and stent circumferences of the valve on both the inflow and outflow aspects. The host tissue overgrowth on the inflow aspect appeared to have formed a ring on the surface of the leaflets. Host tissue overgrowth in the images provided may contribute to stenosis. Sewing ring also appeared cut around the inflow aspect of the valve and partially expose the valve wireform on the inflow aspect. Wireform also appeared exposed on one of the commissures on the outflow aspect. Multiple sutures appeared to remain attached to the sewing ring around the valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported to be lost at hospital. Added information h6. The cause of the event was due to patient factors.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device is in process. If additional information is received a supplemental MDR will be submitted. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a surgical valve implanted in the aortic position was explanted after an implant duration of 7 years due to pannus leading to stenosis. A 23mm aortic pericardial valve was successfully implanted in replacement. The patient was noted as no be doing well. Initial indication for replacement was aortic stenosis.